Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed creatinine_2 (crea_2) results obtained on eight (8) patient samples on an atellica ch 930 analyzer. Siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the available instrument data files and the information provided by the customer. Calibration was acceptable, and quality control (qc) recovered within range on the event date. Based on the available information, the cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that erroneously depressed creatinine_2 (crea_2) results were obtained on eight (8) patient samples on an atellica ch 930 analyzer. The erroneously depressed results were reported to the physician(s). The patients were undergoing dialysis, and the samples were drawn monthly as part of their treatment. New samples were drawn from the same patients on (B)(6) 2025 and processed on an alternate atellica ch 930 analyzer except for the sample identifier: (B)(4). The newly drawn sample results were higher than the initial results and consistent with the patient¿s history. The newly drawn sample results were reported to the physician(s). After reviewing the newly drawn sample results, the physician(s) questioned the results from on (B)(6) 2025. The samples from on (B)(6) 2025 were not reprocessed due to the delay in questioning the erroneous results. For sample identifier: (B)(4), the patient did not have any sample draws on (B)(6) 2025, which led the customer to provide the previously drawn correct reported result from on (B)(6) 2024 obtained on an alternate atellica ch 930 analyzer, which was higher than the result from on (B)(6) 2025. No corrected reports were issued for the original samples. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) results.